Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23515. It was reported the patient is experiencing high impedance issues. It was also reported the patient had not used or charged his ipg in approximately a year. The patient also desires to have mris performed. Subsequently, the patient will undergo surgical intervention as the next course of action.